Event description:
It was reported that near the end of a da vinci s hysterectomy procedure, while the surgeon was performing the colpotomy using the monopolar curved scissors (mcs) instrument with a tip cover accessory installed, the surgeon felt the level of cautery coming from the mcs instrument was not sufficient. The surgeon backed up the camera view and at this time noticed superficial burns to the patient's bowel. A general surgeon was called in to review the patient's bowel and sutures were placed as a precaution. The planned surgical procedure was completed with a replacement mcs instrument and tip cover accessory. The isi representative present for the case inspected the mcs instrument and tip cover accessory after the procedure and noted that the tip cover was installed correctly and there were no visible holes or tears. The electro surgical unit (esu) setting was within isi recommended range.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. On march 2, 2010 the isi representative that was present for the case followed up with the surgeon and found that the patient was doing fine and had no adverse effects from the procedure.